Manufacturer narrative:
Diopter: 13.00 se/2.0. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed one similar complaint within the work order. Visual inspection of the returned product found the lens torn in two pieces. The tear begins at one haptic though the optic and ends at the other haptic. Piece of haptic is torn off and missing. The lens was returned dry. There was evidence of dry clear surgical residue on lens surface. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 13.00 se/2.0 diopter silicone single piece lens with toric optic. Lens torn during insertion into the eye. Lens was removed with no patient injury. Backup lens, same model and size was implanted. Cause of lens tear is unknown.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, intraoperative iol removal/exchange was performed to address lens tear observed during insertion. No reported incision enlargement or any other tissue damage. According to the report by a nurse, dated on 01/08/16, the lens was removed with no injury to the patient and another lens was successfully implanted. The same report stated that the cause of the event was unknown. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).